Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on top case by the tube holder and chipped out on lower left front corner also cracked on the right plunger case. Event history log review was performed and found no evidence of reported problem. Visual inspection, and occlusion testing were performed. According to the investigation, no problem was found during occlusion testing, pump operated as intended. However, service replaced the pump main board (damaged) and lcd display, plunger cases (cracked), plunger cable (twisted), top case, barrel clamp head and size pot, speaker (contaminated), position pot, clutches and lead screw and square shaft, plunger pcb. Service also re-calibrated and performed pm maintenance and all functional testing passed.

Event description:
Information was received that during bench-testing of this smiths medical medfusion 3500 pump, the pump failed drive train testing. No patient consequences were reported.